Event description:
The patient was enrolled in the option study on (B)(6) 2019 with patient identifier (B)(6). It was reported that transient ischemic attack (tia) occurred. Prior to the index procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully placed with complete laa seal and deployed device diameter of 21.3mm. After the implant the patient continued on aspirin and apixaban. The patient was discharged the following day. Nine-hundred-and six-days post-implant procedure, the patient reported chest pain and left arm tightness via telephone. The patient was recommended to go the emergency room (ER) if the chest pain persists, however, the patient refused to go to the ER. At the time of event, the patient was on aspirin. Two days later, the patient followed up with their clinic and was noted to have left leg weakness and dragging. Lab testing, carotid ultrasound, and transthoracic echocardiogram (tte) was performed which revealed complete seal of the closure device and no thrombus. The patient was diagnosed with a tia. No intervention was performed in response to this event.

Event description:
The patient was enrolled in the option study on (B)(6) 2019 with patient identifier (B)(6). It was reported that transient ischemic attack (tia) occurred. Prior to the index procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully placed with complete laa seal and deployed device diameter of 21.3mm. After the implant the patient continued on aspirin and apixaban. The patient was discharged the following day. Nine-hundred-and six-days post-implant procedure the patient reported chest pain and left arm tightness via telephone. The patient was recommended to go the emergency room (ER) if the chest pain persists, however the patient refused to go to the ER. At the time of event, the patient was on aspirin. Two days later, the patient followed up with their clinic and was noted to have left leg weakness and dragging. Lab testing, carotid ultrasound and transthoracic echocardiogram (tte) was performed which revealed complete seal of the closure device and no thrombus. The patient was diagnosed with a tia. No intervention was performed in response to this event. It was further reported that 1 year and 1 month after the onset of the event, the patient was admitted to the hospital and administered medications in response to this event. The patient was discharged two days later. It was also reported that the patient was diagnosed with both ischemic stroke and tia. It was further corrected that the patient was diagnosed with an ischemic stroke, not a tia as previously reported.

Manufacturer narrative:
B5: correction stated. H6: patient code corrected from tia to stroke.

Manufacturer narrative:
B5: correction stated. H6: patient code corrected from stroke to tia.

Event description:
The patient was enrolled in the option study on (B)(6) 2019 with patient identifier (B)(6). It was reported that transient ischemic attack (tia) occurred. Prior to the index procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully placed with complete laa seal and deployed device diameter of 21.3mm. After the implant the patient continued on aspirin and apixaban. The patient was discharged the following day. Nine-hundred-and six-days post-implant procedure the patient reported chest pain and left arm tightness via telephone. The patient was recommended to go the emergency room (ER) if the chest pain persists, however the patient refused to go to the ER. At the time of event, the patient was on aspirin. Two days later, the patient followed up with their clinic and was noted to have left leg weakness and dragging. Lab testing, carotid ultrasound and transthoracic echocardiogram (tte) was performed which revealed complete seal of the closure device and no thrombus. The patient was diagnosed with a tia. No intervention was performed in response to this event. It was further reported that 1 year and 1 month after the onset of the event, the patient was admitted to the hospital and administered medications in response to this event. The patient was discharged two days later. It was also reported that the patient was diagnosed with both ischemic stroke and tia. It was further corrected that the patient was diagnosed with an ischemic stroke, not a tia as previously reported. It was further corrected that the patient was diagnosed with a tia as initially reported, not an ischemic stroke as previously corrected.